Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported low voltage alarms were observed while connected to the mobile power unit (mpu) at night. Log file submitted for review revealed low voltage hazard events on (B)(6) 2021 at 2150, 2152, 0133-0136. All of these events occurred while connected to the mpu. These events did not appear to be from a loss of power because the backup battery in the controller did not enable plus there was no interruption to pump support during these events. Patient was hooked up to the mpu at the clinic with no issues and then the patient alarmed with connect power, low battery. It was suggested that the patient be sent home with a power module and patient cable to see if that would resolve this issue. Additional information was requested but not provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-04004.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of atypical low voltage alarms was confirmed via analysis of the log file and reproduced during testing. The submitted log file contained approximately 2.5 days of data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). Intermittent power cable disconnect alarms that were not associated with true power cable disconnections and intermittent low voltage hazard alarms were captured from (B)(6) 2021 at 21:50:44 to (B)(6) 2021 at 01:37:32 due to the relative state of charge (rsoc) voltage on both power cables dropping to approximately 0v at the same time while connected to the mpu; the alarm cleared each time when the rsoc voltages on the black and white power cables returned to the appropriate range. No other notable alarms were observed. The pump maintained a speed above the low speed limit throughout the log file. The returned mobile power unit (mpu) was initially evaluated by service depot. The unit was tested with a test system controller in a mock circulatory loop, and low voltage alarms were produced when the patient cable was manipulated by hand. The patient cable was replaced, and the alarm was no longer able to be produced, including when the patient cable was manipulated by hand. A full functional checkout was performed after replacing the patient cable and the mpu passed all tests without issue. The mpu was returned to the customer site and the replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. The forwarded patient cable was connected to a test mpu and tested with a test system controller in a mock circulatory loop. A low voltage hazard alarm activated immediately, reproducing the reported event; the low voltage hazard alarm was accompanied by a power cable disconnect alarm on both power cables. The outer jacket was removed from the patient cable to inspect the underlying shielding and wires, revealing cuts in the insulation of the power and power return wires, exposing the underlying conductors. There was a potential for contact between the exposed wires and between the exposed power wire and the patient cable shielding, which would result in the reported alarms. The root cause of the atypical power cable disconnect alarms and low voltage alarms observed during testing was determined to be contact between the exposed wires or between the exposed power wire and the patient cable shielding. The root cause of the damage on the inner wires of the patient cable could not be conclusively determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-04004.

Event description:
Additional information reported that per a phone conversation with the vad coordinator, the damage to the controller was likely attributed to the patient's kitten. Patient is also visiting down in florida and has not had any issues. There was no other controller exchange.